Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA had no insulin flow. The following information was provided by the initial reporter: material no. 320122, batch no. 0030715. It was reported that there was no insulin flow. Verbatim: relative of consumer reported no insulin flow with some pen needles from current box. Stated she brought the pen needles to her pharmacy and they switched the consumer to another brand. Stated since switching to the new brand of pen needles, they have not had any issues.

Manufacturer narrative:
H.6. Investigation: customer returned (10) sealed 4mm, 32g pen needles from lot # 0030715. Customer states that there was no insulin flow. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA had no insulin flow. The following information was provided by the initial reporter: material no. 320122 batch no. 0030715. It was reported that there was no insulin flow. Verbatim: relative of consumer reported no insulin flow with some pen needles from current box. Stated she brought the pen needles to her pharmacy and they switched the consumer to another brand. Stated since switching to the new brand of pen needles, they have not had any issues.